Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device interrogation the right ventricular (rv) lead and right atrial (ra) lead exhibited random jumps in impedance measurements from approximately 1100 ohms to 1700 or 1850 ohms. It was noted that due to the patient being symptomatic with right ventricular (rv) pacing, the device had previously been programmed to pace and sense only in the right atrium. The patient also has a 400 millisecond pr interval. During the interrogation a multitude of farfield sensing events were observed due to noise. There was also noise on the ventricular channel. The physician suspect of insulation issues with both the ra and rv leads, however also was concerned over conductor coil issues due to increased threshold and loss of capture. When testing the patient with atrial pacing and sensing, the patient experienced three to four beats of loss of capture in the office. At that point the physician referred the patient to an electrophysiologist who deemed the patient pacemaker dependent and the system was explanted and replaced. No x-ray or fluoroscopy image was taken to confirm the physician's concern. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 155mm from the terminal pin. The lead was returned in three segments; some segments of the lead/insulation appeared to be missing. Visual inspection found cuts and tears in the insulation, stretched conductor coils, deformed conductor coils, blood and body fluid in the lumens and tissue with calcification on the distal spring electrode. Proximal cable to coil crimp had been pulled proximally and the coil was stretched. Detailed analysis was performed which found a fracture of the rate sense conductor coil. Further detailed analysis showed trilumen insulation abrasion in the insulation located just distal of where the proximal spring electrode would have been located. It was noted that the lead was cut and torn at this location during the explant procedure so it was missing a portion of the abrasion/lead. Due to the location and type of insulation damage, analysis determined this was likely caused by lead-on-lead interaction coupled with movement within the heart. A fracture was noted on the lead at the tip; however analysis showed that the fracture was determined to be due to torsional overload. This and all other damage noted on the returned lead segments appeared to be related to the explant procedure.